Event description:
Patient had pca pump with hydomorphone infusing. When discontinued there should have be 25 ml of medication in the cassette but there was 0 ml. The pump was tested by tech management and found to have an accuracy error percentage of 8.2% when the original cassette was tested and an accuracy error percentage of 10.4 when tested with a test cassette. There was no patient harm. Patient discharged as planned.